Manufacturer narrative:
Initial reporter facility: (B)(6) hospital, ((B)(6)), ((B)(6)). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device kept stopping therapy and would not restart at times. Per event log they received multiple alarm 14 (patient temperature 1 probe out of range. Advised when patient temperature input not available the device stopped therapy. Ts foley in place. Had flex temperature cable and patient temperature (pt) began going in and out. Advised to replace temp temperature and call back with any additional issues, alarms or questions.

Event description:
It was reported that the arctic sun device kept stopping therapy and would not restart at times. Per event log they received multiple alarm 14 (patient temperature 1 probe out of range. Advised when patient temperature input not available the device stopped therapy. Ts foley in place. Had flex temperature cable and patient temperature (pt) began going in and out. Advised to replace temp temperature and call back with any additional issues, alarms or questions.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. The device was not returned. Reported issue: it was reported the the arctic sun device kept stopping therapy and would not restart at times. A DHR is not required as the serial number is unknown. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.